Event description:
It was reported to boston scientific corporation that an advantage transvaginal mid-urethral sling system was implanted into the patient on (B)(6) 2008. According to the complainant, the patient experienced injuries (specifics unknown). The physician's office has been contacted; according to the nurse they have not seen the patient since her 6 week post-operative visit in (B)(6) 2009. The patient had no problems then and no further information is available. Should additional relevant details become available, a supplemental report will be submitted.